Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown surgical procedure on (B)(6) 2015 and absorbable straps were used. During the procedure, the plastic tip fell off in the patient. It is unknown how the procedure was completed. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
The actual device was returned for evaluation, with the cannula cap detached from the cannula tabs and missing. No more damages noted during visual examination. Functional examination revealed that the prongs of the fork are deformed as indicative of the device being fired into bone or another hard surface. It is possible that cannula cap fell off from tabs due to damage on the fork.

Manufacturer narrative:
Date sent to the FDA: 02/04/2016. It was reported that the patient underwent a laparoscopic ventral hernia procedure on (B)(6) 2015. It was also reported that the plastic tip was retrieved from the patient and no additional dissection was required. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.